Event description:
The reporter stated that the surgeon inserted a 13.2 mm micl13.2 implantable collamer lens. According to the surgeon, the lens implantation was completed successfully; however, he experienced difficulty during his attempt to irrigate out the (competitors) viscoelastic. The chamber flattened, the eye became firm, the cornea started to become edematous and the iris prolapsed. Upon consultation, and during the initial surgery, the micl was removed (without enlarging the incision). One day post-op, the patient experienced an iop elevation and corneal edema which since has been resolved.

Manufacturer narrative:
Evaluation: a work order search was performed for the lens. Visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. A lens work order search was performed for the lens and one similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge werer not returned for evaluation.